Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn, broken, bent, and deformed. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.5/168 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2021 the lens was exchanged with a same size different axis lens due to low vault. The cause of the event is reported as unknown.